Event description:
It was reported that during a treatment procedure a guidewire tip breakage occurred. The unspecified procedure was an arterial thrombosis. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device eval by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: one device was received with it is original pouch, outside the hoop. The visual inspection identified distal tip damage and the wire presents a kink along the body. The distal tip is not fractured, however, approximately 1cm of poly coating was detached from the distal tip. A kink was noted approximately at 165cm from the proximal end. Bends were noted approximately at 294cm and 296cm from the proximal end. All outer diameter measurements are within specifications. The complaint was not confirmed, as the guidewire distal tip was not fractured. A sample of the distal tip was sent to the mtac report lab in order to verify if the corewire presents any anomalies. According to the mtac results there was no evidence of mechanical failure on the corewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a treatment procedure a guidewire tip breakage occurred. The unspecified procedure was an arterial thrombosis. Additional information has been requested and is not available.

Event description:
It was further reported that the lesion was located in the occluded right popliteal artery. The tip of the guide wire broke in the popliteal thrombosis. The physician didn't try to remove the tip of the device. A stent was deployed into the area. The patient's status is fine.

Manufacturer narrative:
(B)(4).